Manufacturer narrative:
Submit date: 11/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found the unit had no sound when powered on.

Manufacturer narrative:
The unit was triaged and the reported issue was confirmed. The unit was disassembled and it was discovered that the capacitor was missing. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.